Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified distal to proximal right coronary artery (rca). After a synergy¿ drug-eluting stent was implanted at the proximal to mid rca, a 2.75 x 38 synergy¿ drug-eluting stent was advanced to treat the distal rca, however, it got caught in the previously deployed synergy¿ stent and the stent strut of the 2.75 x 38 synergy¿ was lifted up. The device was removed and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: a synergy ous, mr, 2.75x38mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found distal strut damaged; distorted and pulled in a distal direction over the distal tip. The undamaged proximal stent od (outer diameter) measured using snap gauge which is within maximum crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified distal to proximal right coronary artery (rca). After a synergy¿ drug-eluting stent was implanted at the proximal to mid rca, a 2.75 x 38 synergy¿ drug-eluting stent was advanced to treat the distal rca, however, it got caught in the previously deployed synergy¿ stent and the stent strut of the 2.75 x 38 synergy¿ was lifted up. The device was removed and the procedure was completed. No patient complications were reported and the patient's status was good.